Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible with arm movements. All electrical parameters were good. The patient was in good medical condition and would be monitored.

Event description:
New information indicated that the lead continued to exhibit noise with arm movement. The patient would be monitored.

Event description:
New information received indicated that additional noise episodes were observed on the rv channel during a follow-up in clinic. The noise was reproducible with the arm movement. Programming changes were made. The patient has spontaneous rhythm and in a good medical condition.